Manufacturer narrative:
The reported event was confirmed as supplier related. The sample was evaluated and the hole on the tip of catheter was not opened enough. Comparisons were also made between the visual standard exposed to the returned sample. Therefore, this sample was sent to the supplier for further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Do not reuse. 2. Do not resterilize. [Direction for use] 1. Method of use dispose after single use and do not reuse single the device is a disposable product intended only for single use. (1) the ureteral catheter is inserted into the ureter under endoscopy. (2) the catheter adapter is secured to the terminal end of the ureteral catheter, and the urine drainage or retrograde pyelography is performed. (3) withdraw the ureteral catheter from the endoscope and the procedures are completed. 2. Precautions for use (1) do not withdraw ureteral catheter while it is deflated in endoscope. It is possible that the catheter may dissect or fracture. (2) avoid sharp bending. (3) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. [Precautions] 1. Malfunction and adverse events. (1) malfunction - kink, damage or breakage - occlusion of inner lumen - insertion difficulties - removal difficulties (2) adverse events - urinary tract infection - bleeding, hematuria - allergic reactions to the device - hypotension/hypertension - pain - ureteral injury, renal pelvic injury - remaining of breakage piece" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip hole of the catheter was not opened enough. The user found the event when the package was opened. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip hole of the catheter was not opened enough. The user found the event when the package was opened. The device was not used.